Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml exactamix bags were leaking from where the fill port meets the bag. This occurred during filling. The fill port was able to be pulled out of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One bag was received for evaluation. Visual inspection revealed that the fill port tubing was detached from the port weld. Functional testing was performed and revealed a leak from the fill port weld. The reported condition was verified for one bag. The cause of the condition was not determined. The remaining three (3) bags were not received for evaluation; therefore, a device analysis could not be completed. A batch review was performed and it was identified that during manufacturing, one sample was found to be leaking from the port weld. The involved machine was adjusted and all affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.